Event description:
It was reported that during lead revision procedure the pulse generator exhibited no output. The device was explanted and replaced.

Manufacturer narrative:
Implantable pacemaker pulse generator eval description: analysis was normal. No anomaly was found.